Event description:
On or about on (B)(6) 2018, patient underwent placement of an angiodynamics xcela product, model no. H965451110, and lot no.142055000. The device was implanted by (B)(6), md., at (B)(6) hospital (B)(6), to be used for chemotherapy. On or about on (B)(6) 2019, patient presented herself to the (B)(6) with a chief complaint of dizziness, palpitations, and nose bleeds, where patient was diagnosed with venous thromboembolism, and she was treated with therapeutic lovenox for presumed thrombus for 6 weeks. The likely cause of the thrombus was due to port migration and damage to the lateral wall of the right atrium.

Manufacturer narrative:
The manufacturer conducted a documentary review only. Without returned product for technical investigation, it is not possible to confirm the reported defect. The related risks are identified in our risk management file and procedure clearly described in the IFU. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product).